Manufacturer narrative:
Type of reportable event corrected.

Event description:
Lead management case to extract two leads due to cied system/pocket infection. The physician prepped the lead and began extraction using a 13f tightrail. While attempting to extract the targeted lead, snowplowing of the insulation occurred resulting in the lead breaking. A femoral approach was used to remove the remainder of the lead and the patient was discharged per the operative plan.

Manufacturer narrative:
Placeholder.